Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The device was requested for return but was no available.

Event description:
The customer complained of a high inr result that they obtained from their mother's coaguchek xs meter with serial number (B)(4) that lead to them not adjusting their warfarin dosage appropriately. The customer alleged this lead to a transient ischemic attack (tia). The inr result from the meter was 3.1 inr. The customer initially believed this result to be correct but shortly after the customer suffered from a tia and went to the hospital. A laboratory result of 1.8 inr was obtained on the day of the tia. The specific time of testing was not known but it was within 7 hours of the meter result. The laboratory method was provided as "actin fsl calcium chlorite." The customer received intravenous heparin and lovenox injections. The customer increased their warfarin dosage after being released from the hospital. The patient's therapeutic range is 3.0- 4.0 inr. The customer has tested positive for antiphospholipid antibodies and lupus which according to product labeling " can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa-insensitive laboratory method is recommended if the presence of apas is known or suspected." The customer is also diagnosed with sneddon´s syndrome which according to the medical assessment of the case is characterized by several symptoms, including severe, transient neurological symptoms or stroke. The customer stated that their sneddon's syndrome symptoms will only present themselves when their inr value is below 2.0 inr. The customer is also taking a ginkgo anticoagulant in combination with their warfarin medication. The patient has no hematocrit concern, is not on heparin therapy, is not on direct thrombin inhibitors. The customer has had no new medications from (B)(6) 2018 thru 10-aug-2018. The customer stated that they increase their intake of spinach when they receive high inr results. The customer has no symptoms of bleeding or bruising. The meter and test strips were requested for investigation. The strips were no longer available for return. Relevant retention test strips (lot 266844) were tested in comparison with the current master lot at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
Outcomes attributed to ae was updated.